Event description:
It was reported that there was overpressure during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: cib taylor, endo, please eval, doesnt stop or regulate pressurepo 0047014. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is third party repair on the low pressure unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overpressure during procedure.